Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that this was a bkp and posterior fusion (l1) for burst fracture on (B)(6) 2025. The surgeon inserted and inflated the vbs stent balloon into the l1 burst fracture vertebral body. The vbs stent balloon inflated to 4.5 cc (internal pressure 8-10) on both sides without any problems, and when further inflation was attempted on the right side, the internal pressure dropped rapidly. The surgeon pulled the vbs stent balloon out and found an entire circumference of breakage in the midsection of the balloon. The anterior portion of the separated balloon may have remained within the vertebral body. The image did not show any sign of a balloon, but a black haze was visible, resembling a small amount of contrast agent spreading within the stent. The surgeon determined that even if part of the balloon remained in the vertebral body, it would be difficult to remove it. A total of 8cc of cement was then filled (4cc on the right side of the balloon breakage was, and 4cc on the opposite side). After the operation, the surgeon and sales representative reviewed the x-ray images but found no particular abnormalities. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the vertebral body set/medium- sterile is found broken, the remaining pieces were not returned for investigation, as there is no x-ray evidence the embedded device allegation cannot be confirmed. A dimensional inspection for the vbs w/balloon sm was unable to be performed due to post manufacturing damage. The vertebral body stent surgical technique guide se_818940 rev. Ab was reviewed; it states to stop balloon expansion if any of the following happens: 1. Desired vertebral body height or angle is reached. The maximum stent diameter is 15 mm for vbb small and 17 mm for both vbb medium and vbb large. 2. Pressure reaches 30 atm (440 psi). 3. Vbs volume reaches maximum. 4.0 ml for vbb small. 4.5 ml for vbb medium. 5.0 ml for vbb large. The surgical technique guide also contains the following warning: do not fill the balloons over their maximum volume or pressure. If this is done, they may leak. Vbs maximum volumes differ from vbb maximum volumes. Even an exact root cause cannot be established. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. The event description notes that the balloons reached the maximum guaranteed dilatation capacity and would not expand further and the pressure at rupture was 20 atm. This indicates that pressure was still being applied when the devices had already reached the maximum volume. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebral body set/medium- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. The cause of the observed condition is likely due to continuing to pressurize the balloon after the maximum volume had been reached. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 09.804.601s. Lot # 82321300. Manufacturing site: synthes produktions gmbh. Release to warehouse date: 23 oct 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.